Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the operating room for a scheduled defibrillator upgrade procedure. During the procedure, the physician had difficulty advancing the stylet in the right atrial lead. The lead was no longer used and replaced.